Manufacturer narrative:
The complaint device has not been returned. If the device is returned, a supplemental report will be submitted. D6a - (B)(6) 2023 was used because only (B)(6) was reported. D6b - (B)(6) 2023 was used because three weeks after placement was stated. B3 - (B)(6) 2023 was used because three weeks after placement was stated. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient has a medical history of diabetes. The patient's bone quality is type 3. On (B)(6) 2023, the patient presented for a primary procedure. A few weeks later the implant failed. No injury was reported.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the lot number was not provided therefore the DHR could not be reviewed. Stock product reviewed results: the lot number was not provided therefore the stock product could not be reviewed. Investigation methods/results: the customer did not return the reported device for review to date. However, the non-visual device investigation has been complete. Root cause: "failure to osseointegrate" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of diabetes. IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the surgical procedures under the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin. Additional information: in the previous report complaint description(d6a) was captured incorrectly. Section d6a was updated in this report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot#6123814 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results: a review of stock product was performed for lot#6123814 and found no additional product in stock. Investigation methods/results: the customer did not return the reported device for review to date. However, the non-visual device investigation has been completed. Root cause description: "failure to osseointegrate" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of diabetes. IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the surgical procedures under the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin. Additional information: in section d4 was updated. The lot number and model was updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer previously reported incorrect information. The following correction has been updated in this report. Corrected information g3 (date received by manufacturer) that was not captured in the pervious report was corrected in this report and h6 section was updated. Manufacturer reference: (B)(4).